Event description:
The facility reported a pump with stuck keys. It is unknown when this problem occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a stuck key was confirmed during product evaluation. This problem caused failure code 500. This failure code was identified in the pump's event history file. Failure code 500 was caused by a stuck key on the front bezel keypad. The front bezel was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.